Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-00686. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the physician noticed that the ruby coil unintentionally detached from the pusher assembly within the microcatheter. Therefore, the microcatheter was removed from the patient and the detached ruby coil was flushed out. The physician then re-inserted the microcatheter into the patient¿s body and attempted to advance a new ruby coil; however, the ruby coil unintentionally detached from the pusher assembly within the microcatheter. Therefore the microcatheter was removed from the patient again and the detached ruby coil was flushed out. The procedure was completed using a non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.